Event description:
The hcp reported the patient had been experiencing increased spasticity. The pump was explanted after an implant duration of 49 months due to battery depletion. It was replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.